Manufacturer narrative:
Tw ID# (B)(4). Updated sections: b-4,,b-5, g-3, g-6, h-2,h-3,h-6,h-11. The lot number was not provided by the complainant; therefore, the complete UDI number cannot be provided.

Event description:
The hospital reported when opening the kit to remove the pieces and start the case, and putting the vasoview hemopro 2 conical tip onto the endoscope, they noticed plastic threads inside the tip which obscured their vision. They found that one of the scopes was damaged and had a burr on the end of it. It is suspected that the damaged scope created the situation outlined here and scraped the inside of the conical tip causing the plastic filament to be created. They removed the tip and replaced it with one from an accessory pack. No patient injury.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/25/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact conical dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained, however there were scratches observed in the image. No other visual defects were observed. Based on the returned condtion of the device as well as the evaluation results, the reported failures "environmental particulates" and "poor quality image" were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000413798 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported when opening the kit to remove the pieces and start the case, and putting the vasoview hemopro 2 conical tip onto the endoscope, they noticed plastic threads inside the tip which obscured their vision. They removed the tip and replaced it with one from an accessory pack. No patient injury. Related to tw (B)(4).

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4).